Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced to resolve the reported event. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.